Event description:
The service report the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as result ofthe event. The facility's biomed inspected the device and could not duplicate the reported event. The unit passed extended self testing. The unit was run for several days and no parts were replaced, the unit was retruned into sevice and there has been no reports of any recurrence.